Manufacturer narrative:
Lot 17c016 was manufactured from march 07, 2017 to march 09, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked two weeks after filling. The device had been filled with 65ml of unspecified solution. There was no patient involvement. No additional information is available.